Event description:
It was reported that while inserting a screw at l5 on the right, the tip of expedium si poly-driver assembly broke off into the screw tulip. The tip was not retrieved and screw was left in patient. Also, while inserting a screw at s2 on the right, the same thing happened with the expedium quick connect si polyaxial screwdriver. That tip was not retrieved and the screw was left in patient. The following mfg. Medwath reports are being filed for the two drivers: 1526439-2014-12038; 1526439-2014-12039.

Manufacturer narrative:
The expedium si poly driver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not returned for evaluation. Fracture analysis found evidence of a quasi-static torsional shear failure. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Trending analysis was conducted for the product code and make from device code. No immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause cannot be positively identified however fracture analysis found evidence of a quasi-static torsional overload. No issues identified in the manufacturing or release of this device. Additionally, a data review has been opened to further review design control documentation. Therefore this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: jan-27-2009, jan-26-2009, nov-08-2009. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.